Event description:
It was reported by the customer that the bd pyxis medstation es unexpectedly stopped responding during procedure. The customer stated that they there were able to take the medication out from the station and confirmed no patient harm was done. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 16-oct-2022 to 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rebooted by itself during a procedure. A field service engineer replaced the power supply, installed updates, and performed a reboot. Meanwhile, the technical support specialist examined the windows updates, noting that the station displayed pending updates that required attention. The technical support specialist then updated and restarted the stations to resolve the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding. A field service engineer replaced power supply, installed updates and rebooted to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es unexpectedly stopped responding during procedure. The customer stated that they there were able to take the medication out from the station and confirmed no patient harm was done. There were no adverse events or injuries reported based on this incident.